Event description:
It was reported that during a laparoscopic ventral repair, the shaft of the capsure bent and the fasteners were not deploying/fixating correctly. Some of the fasteners were able to fixate however, the surgeon had to complete the case by using another fixation device. There was no impact or injury to the patient.

Manufacturer narrative:
Based on the information available at this time, it cannot be determined to what degree if any the capsure device may have caused or contributed to the reported event. A review of the manufacturing records for the reported product code and lot number revealed that there were no discrepancies during manufacture. Reportedly, the capsure device is being returned for evaluation, however, at this time davol has not received the device. If/when davol does receive the sample device, a supplemental MDR will be submitted. Addendum per sample evaluation: the subject product was returned for evaluation. Visual evaluation found a bend in the cannula. No manufacturing anomalies were identified. A bent cannula is an indicator that excess forces were applied to the device in use and can contribute to the device not delivering fasteners properly into the tissue/mesh as was reported. As it was reported that the cannula bent in use, root cause is determined to most likely be use-related.

Manufacturer narrative:
Based on the information available at this time, it cannot be determined to what degree if any the capsure device may have caused or contributed to the reported event. A review of the manufacturing records for the reported product code and lot number revealed that there were no discrepancies during manufacture. Reportedly, the capsure device is being returned for evaluation, however, at this time davol has not received the device. If/when davol does receive the sample device, a supplemental MDR will be submitted. Device has not been returned to date.

Event description:
It was reported that during a laparoscopic ventral repair, the shaft of the capsure bent and the fasteners were not deploying/fixating correctly. Some of the fasteners were able to fixate however, the surgeon had to complete the case by using another fixation device. There was no impact or injury to the patient.